Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted and performed later. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse re-installed the backup software and performed a hard disk test, which failed. The fse solved the issue by replacing the hard disk and re-installing the software. After replacing the part and re-installing the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up at 00:00. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.